Manufacturer narrative:
Manufacturing site evaluation: samples received: 4 unopened racepacks. Analysis and results: there are previous complaints of this code batch. There are no units in stock. Tested the needle attachment of the samples received and the results do not fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: complaint is justified. Actions on product: replace this code/batch to the end customer or refund. Corrective/preventive actions: there is a corrective action in order to avoid this kind of incident in the future.

Manufacturer narrative:
Eval on-going.

Event description:
Country of complaint: (B)(6). Thread detach from needle during removal, three times in a row. Thread detach from needle during removal from the blister.